Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: malaysia. The packaging has a mark on it and the packaging is empty (without product).

Manufacturer narrative:
Samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. The complaint sample shows a secondary packaging with primary packaging without product. Between the different orders empty packages are driven to exclude a mixing with the respective orders. These empty units should be discarded by the personnel in production. Reviewed the batch manufacturing records this product had a normal process and results during process fulfilled b. Braun surgical specifications. Taking into account that no other complaints have been received regarding this issue for this code batch, we consider that this is an isolated and accidental issue. Final conclusion: taking into account that the results of samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.